Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 550cc and experienced bilateral capsular contracture baker grade iii/IV post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On nov 22, 2022, additional information was received indicating the explantation surgery has been canceled. No new surgery has been scheduled at this time. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On apr 6, 2023, additional information was received indicating the patient underwent device removal on (B)(6) 2023. The left breast prosthesis was found to be ruptured upon explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Apr 7, 2023, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6) and (B)(6)). On apr 24, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On oct 12, 2022, it was noticed d4. Unique identifier (UDI) was incorrect in the initial report. The correct information has been populated.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual inspection of the returned sample determined that a tear was observed on the posterior aspect of the smooth hpg, 550cc breast implant, measuring approximately 2.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).